Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s niece reported via phone call that the insulin pump was not working. The customer's blood glucose level was unknown at the time of the incident. The insert battery alarm displayed on the insulin pump screen. The customer reported that the display was not blank less than 30 seconds and/or did not return and the display was not blank currently. The contacts on the battery cap are neither missing nor damaged. The customer reported that the display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.